Event description:
It was reported that the patient had a bladder infection so they turned up the stimulation from their implantable neurostimulator (ins) from 1.15 to 2.15 volts. Since then they had issues going to the bathroom and had not been able to have a bowel movement. They had only ¿gone to the bathroom¿ maybe once a week and felt like something was holding it back. The patient had the device implanted for urinary incontinence. In addition, since the stimulation had been turned up, the patient¿s¿butt hurts¿ and they thought that they had turned it up too high. The patient was on program 3 at 2.80 volts (was previously at 1.15 volts) and was able to turn the stimulation down to 1.3 volts where they thought ¿this is good¿. Follow up information received from the patient on (B)(6) 2015 reported that they still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. The y also reported that they received assistance from their doctor and the manufacturer¿s representative and had no concerns with the device therapy (an appointment of (B)(6) 2015 was noted). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v809648, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).